Event description:
It was reported that the pacemaker was not increasing the patient's heart rate enough such that when getting up to do things the patient feels like falling over or passing out. It was also reported that the patient met with their new physician and did a stress test. Their physician said "he didn't think the pacemaker was doing what he needed" and the patient is continuing to work with their physician. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).